Event description:
The following was reported to hamilton medical ag: ambient mode, ventilator cancelled. Manufacturer addition: it is assumed this occurred during ventilation of a patient, even though our information was that it occurred not during clinical ventilation.

Manufacturer narrative:
Under investigation. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was started-up. The root cause was determined to be a defective blower module. In consequence (correction) the blower module was replaced. There was no patient or user harm reported. Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: ambient mode, ventilator cancelled manufacturer addition: it is assumed this occurred during ventilation of a patient, even though our information was that it occurred not during clinical ventilation.